Event description:
Quest labs reported a confirmed positive drug test after the batch failed and there are 6 corrective actions on one test. The d/l isomer test failed but was still reported as 90% d methamphetamine.